Event description:
It was reported that the foley catheter balloon was removed spontaneously. A pre-test has been carried out, and there was no problem at that time.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon was removed spontaneously. A pre-test has been carried out, and there was no problem at that time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.